Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a coil embolization procedure, the tip of a ruby coil detachment handle (handle) broke upon removal from the packaging. The damage to the handle occurred prior to use and, therefore, the handle was not used in the procedure. The procedure was completed using a new handle.

Manufacturer narrative:
Results: the nose cone was detached from the handle body. The handle was undamaged. Conclusions: evaluation of the returned handle revealed an undamaged device with a detached nose cone. During functional testing, the nose cone was reattached to the handle body. The handle was tested using a handle fixture and performed within specification. The root cause of the detached nose cone could not be determined. Penumbra handles are 100% visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Conclusion code 4316 is used to describe that the root cause of the detached nose cone could not be determined.